Event description:
It was reported that the patient collapsed and was externally shocked twelve times while working in a field and again in the emergency room. The detections on the device were lowered. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.